Event description:
Chief tech at this facility reported that the staff had noticed the venous line clamp was not closing with blood alarms. He inspected the machines and observed that with a blood alarm the machine responded with an audible/visual alarm and the blood pump stopped appropriately, but the venous line occluding clamp did not close. No pt injury resulted . Chief tech notified the MFR and was advised to remove the rubber noise reduction bumpers from the magnet schultz type solenoids.